Manufacturer narrative:
Unit powered on with open book image. Unable to perform self test due to open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 was recorded on 08/07/2024 at 20:02:25.000 hour. No relevant alarms noted for keypad concern. Pump was cut open to perform a visual inspection and moisture damage was noted on pcba1, j7 connector, lcd flex connector, and force sensor. Isolate to electronic assembly. Test p-cap locked into place properly. The following damages were noted: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, cracked keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, and damaged display window cover. In summary, unable to confirm customer's concern for keypad/button unresponsive/button error and frozen screen due to open book image. Retainer ring damage not confirmed per visual inspection. Open book image confirmed due to corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, critical pump error (open book image), retainer ring damage, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was partially performed for fluid in pump (pump exposed to fluid), keypad anomaly/stuck button alarm. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.